Event description:
A nurse reported that prior to a procedure the system did not recognize the footswitch and bottle change. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information: the system was examined and the reported event was not replicated. The fluidics module and the footswitch was replaced as a preventive measure. The system was tested and found to meet product specifications. The system was manufactured on november 25, 2014. A review of the manufacturing records in did not reveal any related non-conformity during manufacturing for this system. Based on qa assessment, the product met specifications at the time of release. The fluidics was received for evaluation. The returned sample was not evaluated as it was replaced as a preventative measure. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).